Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
No additional information received to date. No product returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 04august2022 via email and attached to complaint object: the date of the event is unknown. No patient involvement. Issue found during repair. Event problem and evaluation codes: updated . Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Correction: model number: 3500 . Correction: device manufacturing date: 03-jan-2018.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the battery was missing, the top case corners were cracked, and the bottom case was cracked by the l-bracket. Error code was found in the ehl (event history log). The customer reported problem was duplicated immediately at the occlusion test and black teflon debris was found on the worm coupling tip. Root cause of the reported event was determined to be normal wear on the worm coupling which is five years old. Replaced the worm coupling and worm gear, performed the power up process, preventive maintenance, occlusion test and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.